Manufacturer narrative:
The device was received. Investigation is not complete. Device #1: proglide part #12673-03, lot #72053-6h is being filed under medwatch MFR #2953144-2009-00200. Device #3: proglide part #12673-03, lot #72064-6h is being filed under a separate medwatch MFR number.

Event description:
Device malfunction: device #2 suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training attempted arteriotomy closure of a femoral artery using a proglide device after an interventional procedure. Reportedly, the suture broke when tightening the knot. A second and third device was used with the same results. Hemostasis was achieved using manual compression. There were no patient effects reported. Though requested, no additional information was provided.